Event description:
It was reported an issue with novosyn suture. The client reported that during use several surgeon reported suture detachment from the needle. Given the strict privacy protocol adopted by the nursing home, no information will be shared with us at this stage. Regarding the procedures during which the reported issue arose, these were orthopedic prosthetic procedures.

Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch, regarding the same issue, closed as confirmed. Three cases received from the same end customer for the same issue at the same time. We manufactured (B)(4) units of this code-batch. There are (B)(4) units blocked in our stock. We have received 58 closed samples to analyze the three complaints received. To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Rotation test to the closed samples received, 5 threads break easily next to the needle. Needle attachment strength results conducted on the 58 closed samples received are 2.23 kgf in average and 0.01 kgf in minimum. The results do not fulfill the european pharmacopoeia (ep) requirements (ep requirements: 1.53 kgf in average and 0.46 kgf in minimum). Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and break easily in the attachment area. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: considering that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.